Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to high blood glucose level.this event occured on (B)(6) 2024. Length of hospitalization was greater than 24 hours. The blood glucose level was 600 mg/dl. Confusion, feeling sick, unwell, tired/weak, altered vision/vision changes symptoms were reported at time of hospitalization. Reason of hospitalization was diabetic ketoacidosis. Therefore, patient was treated with manual injection. No further information available.